Event description:
Per the report, "syringes sent to pt to flush line per protocol; pt instructed to use blunt metal cannulas to be attached to flush syringes to access injection cap; when syringe was removed from catheter, the cannula cored a hole in the injection cap causing blood to leak from the line; pt taken to ER and line removed."